Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was implanted in the left bundle branch (lbb), which is considered to be off-label use. The day after implant, lead measurements were checked and there were decreasing pacing lead impedance (pli) values from 958 to 700 ohms in bipolar configuration. It was noted that fluoroscopy was performed to confirm lead location. A lead revision procedure was performed where this lead was explanted and a new rv lead was placed. During extraction, it was noted that there was difficulty in removing this lead. No additional adverse patient effects were reported. As of today, this lead has not been received by boston scientific for further investigation. This product was received by boston scientific and full analysis was performed.

Event description:
It was reported that this right ventricular (rv) lead was implanted in the left bundle branch (lbb), which is considered to be off-label use. The day after implant, lead measurements were checked and there were decreasing pacing lead impedance (pli) values from 958 to 700 ohms in bipolar configuration. It was noted that fluoroscopy was performed to confirm lead location. A lead revision procedure was performed where this lead was explanted and a new rv lead was placed. During extraction, it was noted that there was difficulty in removing this lead. No additional adverse patient effects were reported. As of today, this lead has not been received by boston scientific for further investigation.